Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
As reported, in 2008, this pt was implanted with gore excluder aaa endoprosthesis. Post-operatively, a dissection in the right external iliac artery caused the iliac artery to become occluded with thrombus. A thrombectomy was performed, however, the procedure proved to be unsuccessful. A femoro-femoral bypass procedure was performed. Thereafter, progressive arterial thrombosis of the left leg occurred despite heparinization. On the next day, another thrombectomy was performed on the left leg. Post-operatively, inflow from the left iliac artery was normal, but the distal vessels remained occluded. On two days later, the pt experienced progressive multi-organ failure and expired. An autopsy was not performed.